Event description:
It was reported that the patient had prolonged hospitalizations complicated with acute respiratory failure status post tracheostomy, gastrointestinal (gi) bleeding, gangrene of the feet, and bacteremia/fungemia. The patient was on suppressive cipro and voriconazole therapy. The patient had symptoms of headache followed by emesis and later became unresponsive with dilated fixed pupils. The patient was sent ER for evaluation. Computerized tomography (CT) scan showed catastrophic left large intracerebral hemorrhage (ich) with intraventricular extension and 1 cm right midline shift. The patient was neurologically unresponsive. No tachypnea or respiratory distress. The patient was on coumadin and international normalized ratio (inr) was in the 2s. The clinic held coumadin in setting of above. The patient had a palliative care consult. Life-support was withdrawn, implantable cardioverter-defibrillator (ICD) disabled, and the left ventricular assist device (lvad) was turned off. The patient expired shortly after as expected. The death was considered not be device related. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reported gastrointestinal (gi) bleeding previously reported was actually rectal bleeding caused by the insertion of a rectal tube.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction,¿ lists stroke, bleeding, respiratory failure, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A direct correlation between the device and the reported events, as well as the patient's outcome, could not be conclusively determined through this investigation. It was reported through patient outcome that the patient expired on (B)(6) 2021 due to intracranial bleeding. A computed tomography (CT) scan revealed a large left intracranial hemorrhage (ich). It was reported that the patient had a complicated history of acute respiratory failure status-post tracheostomy, gastrointestinal (gi) bleeding, feet/toes gangrene, and bacteremia/fungemia. All life-supporting therapies including the left ventricular assist system (lvas) were withdrawn per a family decision and the patient expired shortly after. The device was not returned. No product is available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding, respiratory failure, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from an intracranial bleed.